Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the date and time on the pump were inaccurate. Cause was unknown. Customer corrected the date and time to resolve the issue. In addition, it was reported that the customer experienced an elevated blood glucose (bg) level of 553 mg/dl. Customer delivered a correction via a manual injection to address high bgs. Reportedly, the pump shutdown due to normal battery depletion. Customer powered pump on and was able to resume insulin delivery.